Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized. During intake, a patient contact reported the patient cycler was ¿not working¿ and was unable to remove fluid and air was getting into the patient¿s kidneys. The discharge summary was received on 19-mar-2021, which confirmed the patient was hospitalized on (B)(6) 2021. The patient presented to the emergency room (ER) for shortness of breath, which had worsened over the last three days. The patient had reportedly been performing ¿manual¿ or continuous ambulatory pd (capd) as ordered by the nephrologist, due to an unspecified liberty select cycler issue(s). The patient was admitted for acute hypoxic respiratory failure (ahrf) due to fluid volume overload (fvo) and pulmonary edema (pe) from inadequate pd therapy. The patient required oxygen upon arrival (nasal canula ¿ o2, sat = 95%) and was worked up for possible pneumonia (no cough or fever). The patient was initially treated with intravenous (IV) vancomycin and cefepime (dose, frequency not provided), however these were discontinued prior to discharge, as there was no evidence of pneumonia or infection. The patient¿s condition improved after receiving several pd treatments at the hospital and was discharged on (B)(6) 2021. The patient resumed ccpd therapy at home with liberty select cycler. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for ahrf, fvo and pe, characterized by shortness of breath. The discharge summary indicates causality is attributed to inadequate pd therapy due to an unspecified liberty select cycler issue(s). Per the discharge summary, the patient stated the nephrologist advised her to perform manual/capd therapy until a replacement cycler could be obtained. Fluid overload and/or pulmonary edema are common in the esrd community, and often preventable process in esrd patients. Factors such as, non-compliance, inappropriate prescription, loss of residual renal function, mechanical problems, and peritoneal membrane dysfunction are all possible considerations. There is no objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. However, given the nephrologists reported statement, lack of treatment data, definitive causality, and no manufacturer evaluation of the suspect device; the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the serious adverse events.